Event description:
Related manufacturer reference number: 2017865-2020-23384. Additional information received indicated that the physician explanted the patient's pacemaker and capped the patient's lead on (B)(6) 2020 due to the noise issue. The patient was stable throughout and did not report any new symptoms.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed episodes of noise on the ventricular lead. The noise was not re-producible. The patient was asymptomatic. No changes were made.

Event description:
Additional information received indicated the patient had further transmissions showing lead noise. A chest x-ray was performed and insulation damage was noted on the lead. The patient was asymptomatic. No further information was reported.